Manufacturer narrative:
(B)(4).

Event description:
It was reported that "leakage during use, product torned off". No patient injury or harm reported. Patient condition reported as "fine".

Event description:
It was reported that "leakage during use, product torned off". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The actual sample was returned by the customer. A visual exam was performed and it was found that the tubing was stretched and torn. The torn tubing was near the connector. A device history record review was performed and no relevant findings were identified. The manufacturing site reports that the tubing of the device is from a supplier. A non-conformance was opened to address this issue.